Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis and abbott vascular (av) confirmed the reported separation at the hub. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Av reviewed the lot history record and there were no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A review of the complaint history identified no other incidents reported from this lot. Av conducted root cause analysis and determined the issue may be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Av will continue to trend the performance of these devices.

Event description:
It was reported that the procedure was to treat a moderately tortuous and heavily calcified lesion in the mid left anterior descending artery. A 3.5x12mm nc trek balloon dilatation catheter (bdc) failed to cross due to the anatomy. The bdc was removed and while attempting to re-wire the bdc the hub of the balloon separated while outside of the patient anatomy. No resistance advancing the guide wire was felt. The procedure was successfully completed with a new 3.5x12mm nc trek bdc. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.